Manufacturer narrative:
H3: the device will not be returned for evaluation, therefore, this event is reported based on the information provided by the customer. Confirmation of the customer's complaint and the root cause could not be determined. The production team at the manufacturing site has been notified of this complaint; however, we have not yet received the associated device history record (DHR) for review, nor any information regarding potential production issues. A response from the site is still pending. The instructions for use are adequate in providing clear and concise warnings against putting a damaged canopy into use with a patient. The instructions states: intended use: as an accessory to a urological table for fluid containment. Intended users: for use by healthcare professionals for urological procedures involving the general population. Do not use if product is torn or punctured. Do not overfill. Do not use if the product's sterile barrier system or its packaging is compromised. Dispose according to medical facility and municipal guidelines. Report any serious incident related to device use to tidi products and the member state competent authority. This complaint involves one sterile drain bag with a male adapter of incorrect size. At this time, no similar complaints have been reported for this product, and it appears to be an isolated incident pending confirmation from the DHR review. Manufacturer reference file: (B)(4).

Event description:
The issue concerns an adapter that did not fit securely into the hose, potentially leading to leakage during a procedure.